Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the physician was unable to achieve suitable placement of the passive right ventricular lead. The lead was not used, and a new active fixation lead was implanted. The patient was recovering.